Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pairing process would not end. Data was provided for investigation. Confirmation of the complaint and the probable cause could not be determined via data. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of the pairing process would not end is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pairing process would not end for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. The allegation was undetermined. The probable cause could not be determined via product.